Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that during the adapter change, the patient noticed that the pre-filled glass cartridge of insuman infusat from sanofi aventis had broken and was leaking insulin into the cartridge compartment of the pump. The customer felt ill and her husband called the ambulance. The patient was admitted to the emergency room with a blood glucose level of 1000 mg/dl. The patient was then transferred to the intensive care unit for one day and then to the normal ward for three days. The patient was given an infusion of insulin and possibly further infusions (the customer does not remember which drug she was given). The pump therapy was started again with the customer's own pump (the client cannot remember the exact date).